Manufacturer narrative:
Device was not returned. If additional information is provided, we will provide a follow-up report

Event description:
According to the patient, the inogen g3 portable oxygen concentrator got so hot it burned the customers arm.